Event description:
It was reported that this inflatable penile prosthesis (ipp) had inflation issues. The pump was squeezed, but the cylinders do not inflate. The device was explanted. No patient complications were reported.